Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device motor seized and was running rough. It was further determined that the motor made loud running noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service repair pre-testing, it was observed that the motor seized and was running rough on the small battery drive device. The event was no related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.